Event description:
It was reported to boston scientific corp that a ultraflex tracheobronchial stent was used during a stenting procedure performed on (B)(6), 2009 (pt 70+ years of age). According to the complainant, during the procedure, the physician attempted to deploy the stent by pulling the deployment suture, but this was not possible. The delivery device was removed and due to a lack of another device, the procedure was rescheduled. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Based on investigation results of partial deployment this is now a reportable event.

Manufacturer narrative:
Device eval: a visual microscopic examination found that the distal stent loops were partially deployed by approximately 3mm. It was possible to deploy the remainder of the stent, however, a slight resistance was noted initially. Exam of the deployed stent found no anomalies. There were no issues with the delivery system. A labeling review identified that the device was used per the directions for use. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. It is not possible to conclusively determine whether the stents failure to deploy was a result of the high deployment force used during the procedure. The root cause of this event may be related to a design issue. (B)(4).